Event description:
It was reported that the left ventricular lead could not be connected to a competitors device. The lead could be connected to a st. Jude medical device with no issues and the lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).